Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values and shortness of breath and was shaking. He felt hypoglycemic. No bg or cgm value was specified. His spouse called emergency medical services (ems) who transported him to the emergency room (ER) via ambulance. At the ER the bg finger stick value was 42 mg/dl, and the cgm value was 152 mg/dl. He was treated in the ER with unspecified IV fluids to raise his bg level. After treatment, within 3 hours his bg level stabilized and he was discharged home. No other treatment was administered, and he was advised to replace the sensor after returning home. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.